Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot and material number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot and material number was made available for this reported event. Applicable risk documents were reviewed and there are proper controls in place to detect product malfunctions.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that leaking of blood or saline from the connector on the nexiva. Verbatim: customer said they have had some issues with max zero of pressuring limiting and then leaking of blood or saline from the connector on the nexiva. They do not have lot number or the device. They just noticed a few times over the last month.